Event description:
Healthcare professional reported deflation and exchange from textured to smooth implants due to the patients concern with the product. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety-product/procedure was received on (B)(6) 2024, with catalog number mcghan330cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flaw opening. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed broken on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation and exchange from textured to smooth implants due to the patients concern with the product. This record is for the right side. Device was explanted.

Event description:
Device was explanted.